Manufacturer narrative:
During troubleshooting, the field service engineer noticed the following: reagent handling issues where the microbeads were found to be dried on the reagent cap, contributing to the low signal during calibration. The measuring cell usage count exceeded the recommended limit. The pinch tubing had not been replaced. The customer was performing routine maintenance regularly per the recommended schedule. A general problem can be excluded since the qc was within the ranges prior to the event. The investigation did not identify a product problem. Based on the available data, the cause of the event could not be determined.

Manufacturer narrative:
The vitamin d total iii reagent expiration date was not provided. The cobas e411 disk serial number was (B)(6). The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 samples from the same patient tested with elecsys vitamin d total iii assay on a cobas e 411 analyzer (disk system). Sample 1: initial result: 5.23 ng/ml. Repeat result: 16.24 ng/ml. Sample 2: initial result: <3.0 ng/ml. Repeat result: 12.55 ng/ml.